Manufacturer narrative:
The field service engineer (fse) observed tubing on the normally closed middle port at pinch valve pv49 was pinched depleting vacuum at the wash probe. The fse replaced the tubing and resolved the issue. A new laser head and base was ordered for replacement. (B)(4).

Event description:
The customer reported approximately two milliliters of blood and diluent fluid leaked within the instrument at the manual probe wash and vdc (volts direct current) system errors were obtained involving the coulter hmx hematology analyzer with autoloader. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.